Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n120343004, implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 24-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the pump was replaced and the catheter was revised on (B)(6) 2019. The reason for modification was unknown. The patient's weight was (B)(6) lbs. The event status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n120343004, implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the subject wanted the pump relocated. There was no adverse event or device malfunction.